Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician experienced resistance while advancing a non-penumbra guide catheter inside of the patient. While advancing a cat6 through the guide catheter, the mid shaft of the cat6 kinked and, therefore, it was removed. The procedure was completed using a non-penumbra catheter and the same guide catheter. It is unknown if there was any adverse effect to the patient.